Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed that part of bending cover glue was missing. There was a scratch on the bending cover. The phenomenon was likely attributed to physical damage. This report is being submitted as a medical device report in an abundance caution.

Event description:
Olympus was informed that during a laparoscopic ileocecal resection, a black foreign object was noted in the abdominal cavity. Users observed an endoscope and noted that part of the bending section cover of the endoscope was missing. The black foreign object was retrieved using a forceps. A peritoneal lavage was performed on the patient at the end of the procedure. The procedure was completed using another endoscope. There was no patient harm reported.